Event description:
It was reported that after the minicap was placed on the transfer set, it seemed loose. A doctor and a nurse checked the connection and felt that the cap was a little loose compared with those used by other patient. The transfer set was replaced with a new one. The transfer set has been in use for four months. There was no abnormality observed when the connection was being performed and no visible damage to the connector. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was conducted using a microscope and it did not identify any abnormalities that could have contributed to the connection issue. The device underwent leak testing, clear passage testing and clamp function testing which noted no issues. The integrity of the seal surface was tested with no leaks noted. A lab minicap was connected to the transfer set and the connection was pressure tested with no issues. The reported event could not be verified during the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).